Event description:
Customer reported blood glucose results of 500 mg/dl, 250 mg/dl, 150 mg/dl and 145 mg/dl within 10 mins on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. No strips are available for return, replacement was sent.